Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report was received from (B)(6) stating that the device had debris in the sterile package. It is known that the device was not being used during surgery. It is unk if injury or medical intervention were reported. The date of the event is unk. There was no add'l info provided.